Manufacturer narrative:
Additional information received indicates this device was not explanted and there is no allegation against the device. This event is no longer reportable.

Event description:
It was reported that the patient had their lead explanted for an unknown reason on an unknown date.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Attempts were made to obtain complete event information.